Event description:
The rptr stated that rptr did meter to lab comparison tests, in a fasting state, 5 mins apart. The test on rptr's meter (capillary) was 48 mg/dl, and a venous draw lab test result was 202 mg/dl. Rptr did not have any symptoms. A control solution test was done due to lack of supplies. The rptr stated that when rptr tests, rptr checks the confirmation dot for enough blood. No harm was alleged.